Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd veritor¿ system for rapid detection of group a strep japan, there was an erroneous result for strep a. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd veritor¿ system for rapid detection of group a strep japan, there was an erroneous result for strep a. There was no report of patient impact.

Manufacturer narrative:
Investigation summary - this statement summarizes the investigation results regarding a complaint that alleges erroneous result when using kit veritor system strep a 10 tests jp (material#: 256057), batch number 4049078. The customer reported that they received a kit with 4 cartridges that did not give accurate results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for erroneous result was conducted, no adverse trend was identified. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep japan, erroneous results for group strep a were obtained with four (4) test cartridges. No additional information was provided from the customer after follow-up attempts by bd.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of group a strep japan, erroneous results for group strep a were obtained with four (4) test cartridges. No additional information was provided from the customer after follow-up attempts by bd.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.